Event description:
The dentist reported that this abutment screw has fractured.

Manufacturer narrative:
Complaint investigator¿s visual inspection of returned component certain® titanium hexed screw (iuniht), has confirmed that the device has fractured along the threads of the screw and the hex of the screw has been damaged. A complete dimensional analysis cannot be performed due to the damage of the as returned product. No lot or order number has been provided therefore a device history review was unable to be done. A review of the product¿s complaint history did not provide any indication of a manufacturing deviation that would contribute to this event. Although the iuniht lot number has not been provided for review, iuniht manufacturing lots are currently (as of november 15, 2014) inspected for critical dimensions and are 100% visually inspected for part appearance. Inspection verifies compliance prior to release to manufacturing. Potential manufacturing related defects are controlled through this process. Based on visual inspection, this event is not thought to be due to a manufacturing deviation. A definitive root cause has not been determined.